Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device experienced an electrocardiogram (ECG) cable issue. There was no patient involved at the time of the event.